Event description:
It was reported that the pace/sense portion of the right ventricular (rv) lead had noise and a suspected fracture. The patient was admitted to the hospital and detections were reprogrammed off until the rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: cd3265 competitor implantable cardioverter defibrillator (B)(6) 2013. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.